Event description:
It was reported that during a lap cystectomy procedure, the device showed an error code 5 instrument and the teflon pad was hanging off after about 45 minutes of use. A like device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.